Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by quality department.

Event description:
Received a copy of the report (B)(4) on 05/13/2010 that had been submitted through FDA's medwatch program by a pt. It was reported that a female pt underwent a diagnostic coronary cath procedure. Following the procedure, mynx was used for femoral arterial closure. At about noon, the pt reported pain in the right groin. The pt was discharged home at 8 pm the same day. It was reported that sometime that evening or the following day (exact date unk), "blood vessels began leaking" and there was "bruising of the lower abdomen and right groin with pain." An ultrasound (date unk) revealed a psa. The area was injected by the physician. Pain and bruising slowly began to resolve. No further info was provided.